Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer was hospitalized on (B)(6) 2017 due to high blood glucose level of 420 mg/dl. The customer's current blood glucose was 238 mg/dl. The customer experienced symptoms like vomiting. The customer treated their high blood glucose with manual injections. The insulin pump will not be returned for analysis